Event description:
It was reported the rate knob needed to be repaired. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the rate knobs were contaminated. It was also noted that the keyboard was scratched, the upper case, lower case, and lead flex cover were contaminated, the side bail covers, ring cover, and battery drawer were broken, and the side bails and ring were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.